Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Helix was broken during cross over intervention. Used sheath was the 6f cook flexor (as recommended from our side).